Event description:
Pt was walking with unit on or about (B)(6) 2008 when right rear wheel broke, causing him to fall forward. The pt fell onto the right arm of the walker, causing it to bend, before landing on the ground. According to the dealer, the pt only had the walker for about one year. The pt has some bumps and bruises but did not sustain any serious injuries.

Manufacturer narrative:
Eval of subject unit showed prolonged exposure to sun as well as other weather elements including extremely worn tires, a crack in the left rear rim, rusted hardware, and dry rotted handgrips. Wheel was most likely cracked before it broke and the pt continued to use it. Neglect of maintenance contributed to the malfunction. Report initiated following FDA audit.